Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 9755rsl 29mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H11. Additional narrative: updated a1, a2, a3, d1, d2, d4, d6, and h4.

Event description:
It was reported that a 11060a 29mm aortic valved conduit was disabled via a valve-in-valve procedure after an implant duration of 2 years, 7 months due to unknown reasons. A 9755rsl 29mm transcatheter valve was implanted successfully.